Event description:
It was reported that a malfunction occurred. When tightening the tibial alignment assembly during tkr, the plastic rod broke. Surgeon switched to genii metal tibia alignment jig.

Manufacturer narrative:
The tibial alignment tube was returned and evaluated. A visual inspection found that the device has fractured where a fixation rod is inserted; all loose pieces have been returned. Plastics are prone to brittle fractures; a crack may have initiated in a previous use or during the autoclaving cycle and was subsequently propagated during the time of failure. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.